Event description:
Patient was in the clamp and the doctor was going to start the burr hole when the patient slipped in the clamp and got a laceration. Additional information has been requested.

Manufacturer narrative:
Additional information received from the customer on 17may2016: the patient underwent a biopsy and resection on 29apr2016. No stereotaxy device was used during the surgery. Integra adult disposable skull pins (product ID a1072, lot number: 1154592) were used. Forty to sixty pounds of pressure was applied. The patient incurred two small lacerations. The length of time the product was in use before the event occurred was 15 minutes. The lacerations were sutured. The same clamp was then reapplied and the case resumed. The case was completed.

Manufacturer narrative:
Integra has completed their internal investigation on 29jun2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: with respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. General maintenance and cleaning required. Device history record reviewed for this product ID lot # 154 manufactured on june 29, 2015 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for the device involved in this case. No manufacturing or design related trend has been identified. In summary, the end user's experience could not be confirmed or duplicated. The returned unit passed all functional testing requirements, however general maintenance is required.